Manufacturer narrative:
Device eval summary: device eval of electrode belt (B)(4) has been completed. The reported problem (check/adjust belt messages) has been confirmed. Upon eval, the trunk connector pins were recessed, causing a poor connection with the monitor. The cause for the recessed trunk connector pins cannot be positively identified. After the trunk connector was replaced, the belt was fully functional. No adverse event resulted from the recessed connector pins. The pt received a replacement electrode belt.

Event description:
A (B)(6) male pt contacted zoll customer support to report that his device is displaying check/adjust belt messages. The pt disconnected and reconnected the belt to the monitor several times. The messages continued. The pt was issued a replacement electrode belt.